Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. There was a 45 minute delay in the case as a result of the event. The procedure was completed with a readily available spare device. No medical treatment or intervention was required as a result of the event.

Manufacturer narrative:
It was discovered during analysis that the contact pins were burnt and corrosion damage was noted throughout the internal components of the device.